Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had connection issues the following information was received by the initial reporter with the following: it was reported by a customer that the tubing is easily coming apart when connections are tightened. Staff is recognizing cracking and breaking lines are kinked easily. Tubing requires multiple attachments creating an opening in the closed system. Needleless connectors are becoming disconnected easily, reflux valves difficult to flush. Missing roller clamps leaking of medication during procedure from the bonded areas of the tubing. Leaking noted between valves. Difficulty priming. Falling apart after tightened manually.